Event description:
It was reported that the patient presented for system revision due to infection. During lead replacement, insulation damage was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received h6 code 86: review of quality records. No anomaly was noted during the sterilization process. Analysis confirmed the reported insulation damage. Examination of the lead found an internal insulation abrasion underneath the rv shock coil at 5.7cm to 6.1cm from the distal end. The etfe coating was intact at this location. Other damage found was consistent with the surgical procedure.